Manufacturer narrative:
Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspected devices in use are lot #w06l3963, #w06l3966, #w07a2461, and #w07a2463. Device history records for those lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal procedure at l3/5 using posterior fixation for degenerative spondylolisthesis. The patient complained of discomfort in lower back post op. It was confirmed that the left side l5 screw was broken at unknown time post op. The revision surgery was performed approximately a year post op to remove the construct.